Event description:
It was reported that this right atrial (ra) lead was placed at a threshold of 0.6v 0.4ms but the lead was dislodged. The physician tried to reposition the lead however the threshold did not reach at 3.0v 0.4ms. The physician then opted to get a new lead. This lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. The known inherent risk investigation conclusion code was selected based on analysis evidence or field report which indicates an issue covered by the instructions for use (IFU) - and therefore is deemed a known inherent risk of the device.

Event description:
It was reported that this right atrial (ra) lead was placed at a threshold of 0.6v 0.4ms but the lead was dislodged. The physician tried to reposition the lead however the threshold did not reach at 3.0v 0.4ms. The physician then opted to get a new lead. This lead was never in service. No adverse patient effects were reported.